Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/12/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens handled during explant. A haptic was observed stuck to the optic body, however this can be attributed to how the customer handled the lens for return and also the viscoelastic residue drying off and sticking the lens together, and therefore cannot be confirmed to be related to manufacturing. A haptic was inadvertently detached while trying to separate the lens halves after receipt and is not related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye. There was no patient injury nor record of surgical and medical interventions performed. Additional information stated that the patient is doing great postop. There was no issue with the lens. Procedure was completed using another zkb00 lens 22.5d 8025011916. No further information is provided.